Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was difficult to release from the catheter during attempted deployment. Additionally, a snap was felt during deployment and the handle was opened and closed multiple time in order for the clip to fully deploy from the catheter. It was also noted that different resistance was felt during the clip deployment. The photo provided by the customer showed that one of the clip arm was bent. The same issue happened with the second resolution 360 clip device. The procedure was completed with another resolution 360 clip devices. There were no patient complications reported as a result of this event.